Manufacturer narrative:
A visual inspection was performed on the returned guide wire and the reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported distal end or tip separation appears to be related to case circumstances of the procedure. In this case, based on the reported information and returned analysis, it is likely that during advancement and or the procedure, the guide wire tip became damaged. Further manipulation of the guide wire likely resulted in the tip separation while in the anatomy and the noted teflon damages. Additionally, the reported treatment appears to be related to the operational context of the procedure as a separated portion of the guide wire was retrieved via snare, and medications were administered to the patient. The noted bends likely occurred during packing for return analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 1069 removed and 1562 added.

Event description:
It was reported that the procedure was to treat the circumflex coronary artery. During use of a ht balance middleweight hydro guide wire, the coils separated and a portion of coil remained in the patient. There was no reported resistance during advancement and the issue wasn't noted until a balloon was placed for dilatation. The separated portion was retrieved via snare. Reportedly, the core remained intact. The patient received an extra 3000 ml of heparin due to the increased fluoroscopy and contrast. There was no adverse patient sequela. No additional information was provided. Subsequent to the initially filed report the following information was provided from the return goods lab: the bmw hydro guide wire was returned with two sections of unknown plastic or polymer and the core was separated. A small portion of the guide wire remains in a small diagonal artery and was not retrieved. It was likely a whisper guide wire from which the unknown plastic/polymer detached from. As polymer cannot be seen under fluoroscopy there is the potential a portion remains in the patient.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the circumflex coronary artery. During use of a ht balance middleweight hydro guide wire, the coils separated and a portion of coil remained in the patient. There was no reported resistance during advancement and the issue wasn't noted until a balloon was placed for dilatation. The separated portion was retrieved via snare. Reportedly, the core remained intact. The patient received an extra 3000 ml of heparin due to the increased fluoroscopy and contrast. There was no adverse patient sequela. No additional information was provided.